Event description:
On the event date, received call from nurse. Nurse said that a indwelling urinary catheter was to be inserted. Prior to insertion the nurse checked the balloon by inflating the balloon with the fluid that is included in the kit. The balloon held the fluid. The 16 ga urinary cath was inserted, the balloon was inflated with 10cc fluid. After insertion they gave a gentle slight tug and found that the balloon was holding the cath in place in the bladder. However within a few minutes the cath fell out of the patient's body. They then began the process of inserting a second 16 ga indwelling urinary cath. Prior to the insertion they checked the balloon by filling the balloon with 10cc of fluid -the balloon was intact and held the fluid. After the insertion of the urinary catheter they again gave a gentle slight tug and the balloon was holding the cath in place. However, again after a few minutes the cath fell out of the patient. They then tried a third catheter. This time they used an 18 ga indwelling urinary catheter. Again prior to the insertion they filled the balloon this time with 5cc of fluid and the balloon held the fluid. After insertion the balloon popped and the cath came out. They did not save any of the packaging but they did save two of the catheters, both of the 16 ga catheters. The lot numbers are written on the catheters (both lot number 9145155).